Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while the device was prepared into bile duct and vessel clamping, the first clip failed and was removed immediately. The outer clip of the absorbable clip couldn't wrap the inner layer clip forward. After understanding the relevant situation, it was found that the domestically applier of this hospital has been used for at least two or three years, and the wear was more, resulting in the internal thimble not allowing the outer clip to wrap the inner layer clip forward. The secondary clip failed, and these two absorbable clips were taken out of the body immediately after failure. It was noted that there was quality problem. Surgeon used 12mm absorbable clip to complete the case. No patient injury.